Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 15 non-sustained tachycardia episodes with v-v intervals <(><<)> 200 ms from (B)(4) 2015. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance is steady at 400 ohms through (B)(4) 2015 and rises out of range by (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to suspected lead fracture. The right ventricular lead was found to have high pacing impedance, oversensing of noise, and short inverval counts. Reprogramming was performed to turn high voltage therapy off. A few days later, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.